Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced unexpected post operative refractive surprise with more than two diopters in right eye after lasik surgery. The flap cut was performed using the ziemer z8 laser. During follow-up the topography showed a clear irregularity of the cornea and an objective refraction. No uncorrected visual acuity was documented. No subjective refraction was performed.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The logfile shows six successfully performed treatments on that day. The logfile shows that the reported treatment of the patient¿s right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. No conclusive root cause for the customer's reported event could be determined. However, there is no indication of a device-related issue as all data shows that the device was working within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that patient experienced unexpected post operative refractive surprise were the manifest spherical refractive equivalent was more than two diopters in right eye of the patient after lasik surgery. The flap cut was performed using the ziemer z8 laser. During follow-up the topography showed a clear irregularity of the cornea and an objective refraction. No uncorrected visual acuity was documented. No subjective refraction was performed.